Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer visited to emergency room due to hyperglycemia, on unknown date with blood glucose level 31 mmol/l at the time of the incident. Customer also experience nausea, vomiting, abdominal pain, difficulty breathing, aching all over and extreme thirst. Customer stated that the insulin pump was not stopped working. Customer stated that they did troubleshooting for high blood glucose, while waiting for ambulance to arrive they tried to solve insulin pump's blank display to get the customer some insulin. Customer stated that display returned after insulin pump restart. It was unknown that the customer was used auto mode at the time of high blood glucose or not. The insulin pump will not be returned for analysis.